Event description:
The reporter stated, that the end-user was watching television in his bed (nursing facility), while his power chair was being charged, which was right next to his bed. The end-user stated, that he noticed flashes and smelled smoke. The smoke triggered the fire alarm and the end-user was taken out of his room immediately. There was no injuries to the end-user.

Manufacturer narrative:
The results of the evaluation was that previous testing has shown that, properly assembled, this beau connector is capable of withstanding the freestyle maximum currents without excessive heating. Another possible mechanism for this incident would be poor solder joint that generated excessive heat, carbonized the filler, and provided the high resistance fault that produced the damage in question.